Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H3: evaluation included - additional information. H6: additional information.

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge were performed and failed, boot tests were performed and pass . Functional tests were performed and fail . An internal visual inspection was performed and passed. The receiver log was downloaded and no data within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.